Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008 , product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. They reported that the drug being delivered was lioresal. Logs indicate the drugs being delivered were 10 mg/ml morphine at 1.469 mg/day and 30 mg/ml bupivacaine at 4.407 mg/day. It was reported that there was a pump stall on (B)(6) 2020. There was no patient injury. No rotor study or dye study had been performed. The pump was explanted on (B)(6) 2020 and the patient recovered sequela.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. Logs indicate the drugs being delivered were 10 mg/ml morphine at 1.469 mg/day and 30 mg/ml bupivacaine at 4.407 mg/day. It was reported that the product was explanted on (B)(6) 2020 due to an infection.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2008, product type: catheter; product ID 8578, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Correction - the event was updated to reflect correct source document information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2008, product type catheter product ID 8578, serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type catheter product ID 8709, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type catheter product ID 8578, serial# (B)(6), implanted: (B)(6) 2020, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8709, serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2020, ubd: 2010-03-12, UDI#: (B)(4), product type catheter product ID 8578 , serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, ubd: 2021-07-02 UDI#: (B)(4), product type catheter h3. Analysis of the pump identified residue in the fluid path/drug reservoir. There were reservoir access issues due to residue during or after internal decontamination. Analysis of catheter serial number (B)(6), identified a cut in the catheter body, which was not related to explant damage. Analysis of catheter serial number (B)(6), identified a tear in the inside sealing surface of the sutureless connector (sc) near the guide ring, which did not affect the functionality of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information regarding this event was also previously reported under manufacturer report number 3004209178-2020-20926. All information regarding this event will now be reported under this manufacturer report number (3004209178-2020-20474). Additional information received from the patient indicated that the patient had their pump explanted due to an infection. The patient was in the hospital for 4-5 days because "they had to take it all out and they had to flush my body because one of the catheters had leaked and we didn't know how long it was leaking in my body so they had to flush me of all my medications". The patient re-reported that they were in the hospital for 4-5 days and "all my other medications were gone". The patient had a new pump implanted in november. It was noted that the patient's previous pump just had morphine in them. Per the patient, they thought they may have parkinson's or huntington's disease because they would shake and had to tell people to slow down when they were talking or writing things down. It was also reported that the patient was set to have magnetic resonance imaging (MRI) of their brain during the week of this report and the MRI facility wanted a manufacturer representative (rep) to be at the appointment. The patient had MRI in the previous year for "something else - my back I think it was because I've had 4-5 back surgeries" and a rep was sent to check the pump afterwards to ensure it turned back on. It was confirmed that there were no issues after this MRI. The pump was previously and currently used to deliver lidocaine and unknown morphine. Dose and concentration information was not reported. The indication for the use of the patient's pump system was failed back surgery syndrome, non-malignant pain, and spinal pain.

Manufacturer narrative:
H3: non-destructive analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.